Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post operation of the lead, the patient experienced a perforation. It was also observed there was pericardial effusion and thus a pericardial drainage was performed. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This additional information is based on journal literature received and reviewed. All information provided is included in this report. Referenced article: fibrin glue patch for pacemaker lead perforation of the right ventricular free wall: a case report. Heartrhythm case reports. 2016;2(1):80-82. (B)(4).

Event description:
Additional information was received via a journal article. The article indicated that the lead had "unintentionally" placed in the right ventricular (rv) free wall instead of the right ventricular (rv) septal wall. Three hours following the procedure to implant the system, the patient's blood pressure fell "dramatically." Pericardial effusion was revealed during an ultrasonography and the blood was drained. However, a ventricular lead perforation was observed and the patient's blood pressure gradually decreased again. A second drainage tube was inserted and more blood was drained. The "glue patch" was placed and the patient's blood pressure stabilized "immediately." The issue was completely resolved within 26 hours. An additional ultrasonography was done which revealed a "dome-like" structure which appeared to be filled with a substance - thought to be a thrombosis formation, but no blood flow. This was assumed to be a pseudoaneurysm. The lead function was found to be within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.